Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 342mg/dl. Elevated blood glucose was addressed by changing the pump supplies and delivering a bolus via the pump. Customer was hospitalized. Customer received assistance changing pump supplies and manually injecting insulin. Customer reverted to manual insulin therapy. Customer declined to provide any additional information and declined follow up from tandem technical support.